Manufacturer narrative:
Complaint trending reviewed for the lot code provided. No similar complaint found. There was no sample returned for evaluation. Our lab has tested the retain samples of the lot and all results are conform the specifications for the tested parameters (ph, osmo, lal). Batch records were reviewed and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As no manufacturing related issues were identified, retain samples are conform the specifications and no sample is available, a conclusive root cause could not be determined. All batches are released according to the required specifications. As no product is returned and/or insufficient product data is available, the complaint could not be verified and therefore no corrective and preventive action (CAPA) is initiated. However further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
This event does not meet criteria as a reportable malfunction based on information received following submission of the initial report. With current information received from the facility, it has been determined that our device was not the contributory cause of the event. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. The facility does not feel the reported events are associated with the reported device and informed they were reporting for information purposes.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient experienced toxic anterior segment syndrome (tass) postoperatively. It was reported that the patients current symptoms are continuing.